Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. The complaint catheter was not returned, so an evaluation could not be performed. Review of the information that was sent to numed indicates that the rupture occurred because the balloon was overinflated. The catheter was inflated to 4 atm. The outer balloon for bb075 has a labeled rated burst pressure of 2 atm. The instructions for use states to "check the package label for rbp. It is important that the balloon not be inflated beyond the rbp." There is also a warning: "do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor the pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath." A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloons were immersed in a body temperature bath and incrementally inflated until they burst. The inner balloon did not burst until 10 atm, which is well above the labeled rbp of 4 atm. The outer balloon did not burst until 5.5 atm, which is also well above the labeled rated burst pressure of 2 atm.

Event description:
Rupture of the balloon at 4 atm afterwards difficult to retrieve.